Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error was not found as the e226 error code did not reoccur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer spoke with his olympus sales representative (rep) concerning this failure. During the discussion, the rep confirmed that this occurred while setting up the subject device and following the completion of the set, the error was no longer present and could not be replicated. The customer does not intend to return the subject device as the issue is no longer present. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he received an e226 scope communication on his olympus visera elite ii video system center during installation. There was no patient involvement during this event.